Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display became frozen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer accidentally put the pump into storage mode. The pump was turned back on and the display was cleared and functioning as intended. Customer's blood glucose level was not impacted.